Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 13 mar 2008 to the present date 24 oct 2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported that the device was broken/damaged. No patient involvement is noted.